Event description:
On (B)(6) 2018, (B)(6) (pa) injected orthovisc to my left knee causing burning pain. On (B)(6) 2018, (B)(6) (pa) injected orthovisc to my left knee causing burning and blinding pain. Visits to e.r. At (B)(6) hospital because of weakness and pain in left knee got worse over time. Strength: 30 mg/2ml, quantity: 1 each week, 2 injections; frequency: 1 x wk consecutive wk. Reason for use: arthritis in left knee. Did the problem stop after the person reduced the dose or stopped taking or using the product? No; did the problem return if the person started taking or using the product again? Didn't restart.